Event description:
The account alleges that the nurse call system would not send a signal to the nurse's station. No injuries were reported.

Manufacturer narrative:
The account did not want to pay for replacement communication cable, so the account decided to install a pillow speaker to the device, to operate the nurse call function. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.